Manufacturer narrative:
Concomitant medical product(s): 4524-53 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced episodes of syncope. There was possible far field r-wave (ffrw) oversensing exhibited on the right atrial (ra) lead, and high thresholds on the right ventricular (rv) lead. The leads remain in use. No further patient complications have been reported as a result of this event.